Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. Visual evaluation of pictures provided showed damage to the tibial plate with no other damage observable, however, the reported instability could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Subsequently, approximately seven (7) months post-implantation, the patient underwent revision surgery due to instability. The femoral component, tibial tray, and articular surface were exchanged without reported complication. The initially implanted patella component was retained.

Manufacturer narrative:
(B)(4). D10: medical product: psn fem cr por ccr std sz 8 r: catalog#: 42502806402, lot#: 66544967; psn asf uc 11mm ve r 4-11 ef: catalog#: 42522200511, lot#: 64832206; nexgen complete knee solution, trabecular metal standard primary patella: catalog#: 00587806532, lot#: 64937859. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.